Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown), the device's energy output was higher than expected via internal handles and the anesthesiologist received an unintended delivery of energy. Complainant indicated that there were no adverse effects to the patient and no medical intervention was needed for the anesthesiologist.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.